Event description:
It was reported that the support arm for patient tubes, mounted on the ventilator, carrier broke. There was no patient harm. (B)(4).

Manufacturer narrative:
The support arm was not returned for investigation. According to provided pictures and additional information, the ball bearings on the rail clamp mounted on the support arm were stuck. This has most likely contributed to an inability to fasten the support arm on the side rail mounted on the ventilator carrier. The root cause of the stuck ball bearings has not been determined.

Event description:
Manufacturer's ref # (B)(4).